Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has been experiencing unexplained high blood glucose (bg) levels for the past few weeks (300s mg/dl). Customer stated the cause of the elevated bg level was unknown. Correction boluses via the pump were delivered to address elevated bg level. Reportedly, the customer overcorrected via the pump and their bg level dropped to 69 (mg/dl). Carbohydrates were consumed to address low bg level. A recommendation was made for the customer to discuss fluctuating bg levels with their healthcare provider.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.